Event description:
While drilling holes for plate placement with kls martin 1.1x50m twist drill for screws, the drill bit broke when removing it from a drilled hole. Surgeon made decision to leave drill bit fragment in place, as to not disrupt continuity of plate being placed and to cause least harm. Procedure completed without further incident and surgeon expects no adverse result.